Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2014, follow-up imaging identified distal migration (~15 mm) of the trunk-ipsilateral leg component. It was reported there was no evidence of aneurysm enlargement or endoleak. Reportedly, the cause of the migration is unknown. An intervention to treat the migration has not been performed. The physician will continue to monitor the patient.

Manufacturer narrative:
Concomitant producta: patient medications include acetylsalicylzuur, clopidogrel, foliumzuur, metotrexaat, metoprolol, simvastatin, pantoprazole and perindopril.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4) - the root cause of the migration could not be determined with the provided information.